Event description:
Patient's friend reported, rupture. Side unknown. The device remains implanted.

Manufacturer narrative:
No contact information was provided for the patient. Therefore, additional event, product and/or patient details are not attainable. Reason for reoperation: rupture.